Manufacturer narrative:
Other contact phone number:(B)(6) other contact email: (B)(6) updated field: b4, e1(initial reporter), g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was able to reproduce the issue. Due to lack of approval from the hospital, the unit has not yet been repaired. There is no further information available at this time.

Event description:
N/a

Manufacturer narrative:
Due to character limit: e1(event site name) (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use that cardiosave intra aortic balloon pump (iabp) had autofill failure alarm. No patient involved.